Event description:
Patient placed the v-go in a "fleshy" area of her abdomen, where she doesn't normally place it, the patient noticed that the needle button popped out on her device and she was not receiving her insulin. Patient reports that she tried to unsuccessfully reinsert the needle before replacing her v-go with a second v-go.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.